Event description:
It was reported that the support arm fell into the pt's abdomen. The surgeon was able to retrieve then and a new instrument was used to complete the procedure. There were no pt consequences reported.